Event description:
It was reported that following a cesarean section procedure the suture lost tensile strength which caused a wound dehiscence and evisceration. The site was repaired with no additional consequences.

Event description:
It was reported that following a cesarean section procedure the suture lost tensile strength which caused a wound dehiscene. The site was repaired with no additional consequences.